Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device stimulator appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure an investigation of the explanted device would be necessary. Re-implantation did not occur as scheduled and no further information has been received.

Event description:
At the beginning of 2018 the user removed the audio processor (ap) and placed it on the shelf at night. The next morning nothing could be heard with the device again in place. Re-implantation was planned for (B)(6) 2018, but did not take place as the recipient could not undergo surgery. No new date has been communicated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the (B)(6) 2018 the user removed his audio processor (ap) and placed it on the shelf. The next morning when he replaced the ap he was not able to hear with the device.